Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.

Event description:
The patient called to report that she received a couple of motor error alarms during normal use. The patient also stated that she had to go to the hospital due to high blood glucose levels and dehydration. The reported blood glucose reading was 506 mg/dl. Advised the patient that the insulin pump would be replaced due to the alarms. Nothing further was reported.